Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller stated that the patient claimed that the battery has been dead for 8-10 years. The patient is scheduled to have the device removed. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.